Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (wont power on) has been confirmed. Upon investigation the battery charger was unable to power on. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. There were no adverse events associated with the damaged battery charger.

Event description:
A us distributor reported a battery charger won't power on.